Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(6).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, they reported that explant reason was displeased refractive end point and clinical reason being patient was over-corrected (3 diopter difference). The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested.

Event description:
Additional information received and reported that the iol was exchanged for a different model company lens indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, they reported that explant reason was displeased refractive end point and clinical reason being patient was over-corrected (3 diopter difference). The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that iol was exchanged for a different model lens. Also, site states all biometry measurements were consistent; however, patient did have history of lasik. Also, atiol form states 3d difference, but new information only shows 2d of spherical difference.

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The account indicated the use of a qualified associated cartridge and viscoelastic with a non-qualified handpiece. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company diopter lens was replaced with an another diopter company lens due to the patient being overcorrected. The product has not been received to evaluate. Additional information was provided that the patient had prior lasik surgery and dry eye syndrome. The difference in cylinder between the original implant lens model and the replacement lens model, as well as a 1.5 lower diopter choice, may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).